Event description:
It was reported the patient was implanted with an unknown sling on an unknown date. It was indicated that there was infection of the sling. No additional patient complications were reported in relation to this event.